Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted due to the patient experienced right ventricular pacing in ddi mode and when programmed to aai mode, experienced chest pain. No lead anomalies were observed. The patient was in stable condition post procedure.